Event description:
It was reported that the 9900 system displayed a communication error on the mainframe. Reboot was required to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. As a proactive measure replaced the interconnect cable. The system was tested and found to be working as intended and placed back into services.